Event description:
It was reported to boston scientific corporation in 2006 that a cre esophageal /pyloric/colonic wireguided balloon dilatation catheter was used during a procedure on a male patient five days prior (patient gender, age and weight unknown). According to the complainant, during the procedure, the balloon was inflated to 3atm(15mm), the balloon's form was not proper. Then it was attempted to add 4.5atm. The pressure did not increase more than 4atm, then this product was removed to outside body and it was found that the balloon ruptured. The procedure was completed with an unknown product. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be ok.

Manufacturer narrative:
A visual examination of the returned sample revealed that the balloon was torn longitudinally. The cause of this complaint could not be determined; however, balloon bursts can occur due to exceeding the rated inflation pressures for the particular balloon size, or from a sharp exterior source e.g. A calcified lesion, penetrating the balloon. A review of the device history record (DHR) was performed on the pertinent lot; no anomalies were noted.